Event description:
The nurse stung her finger with the needle within the biopsy forceps while retrieving the rj lynx from the endoscope. The rj lynx appeared damaged. Follow-up revealed the issue occurred while the nurse was trying to remove the biopsy sample from the cups.